Event description:
It was reported that the patient had an infection on the implantable cardiac monitor (icm) implant site. The device was explanted. Additionally, the device recordings showed artifact and a false pause episode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.